Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device intermittent power issue was due to a defective internal battery. The internal battery was replaced to address this issue. During evaluation, the device failed to complete its internal self-test and the software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device was having intermittent power issues when plugged into a main power supply. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of the internal battery degraded alarm due to a battery issue. Based on all available evidence and previous investigations of similar complaints, it was determined that the battery issue was due to a software issue. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. During investigation, single occurrence of system fault 131 indicating blower temperature monitoring failure was recorded in the device. The investigation determined that the system fault 131 was due to contamination of the device expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was having intermittent power issues when plugged into a main power supply. There was no patient injury reported as a result of this incident.